Event description:
It was reported that during a routine generator change procedure, this right atrial (ra) lead exhibited loss of capture (loc), pacing inhibition and noise. The physician surgically abandoned the ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.